Manufacturer narrative:
(B)(4). The customer's report of a leaking set and hole noted in the IV tubing was confirmed. The silicone tubing had a tear below the upper blue fitment measured at 0.0290 inches and a small crush mark was noted on the upper fitment. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported. Expiration date: 03/01/2010 or 04/01/2010. Device manufacture date: 03/2010 or 04/2010.

Event description:
Customer reported, a leak from a hole found in the IV tubing above the clamp where the door of pump shuts. Tpn was infusing into the pt's PICC line when the leak was found. No additional information was available.